Event description:
Patent was s/p radical prostatectomy, in the emergency room with c/o stricture of vesical neck, urologist attempting to insert foley catheter. During use of the filiform the female coupling separated from the filiform while attached to the male coupling of the follower being used (noted in d.10.). The incident resulted in the patient having to undergo outpatient surgery (cystoscopy) to remove the retained filiform.